Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 11. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene, inadequate bone quality/quantity, and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, and mobility. No further patient complications were reported.